Event description:
Caller reported false negative troponin (tni) results on pt in comparison to the troponin roche positive results. Cardiac tropon panel: troponin <0.05. Ckmb >20. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigation pending.